Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was for four vertebrae on level l3 - s1 using open pedicle screws. 3define was performed successfully. Registration was performed without issue. All trajectories were drilled, tapped and palpated. None was found to be breach. Screws were placed without event, final x-ray showed right s1 screw was inaccurate. Screw trajectory was significantly inferior to planned trajectory. No patient harm was reported.